Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter was reading inaccurately high compared to a calibrated lab. The (B)(4) spoke to the patient's mother for follow-up questions; however she was unavailable to talk. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient's mother reported that the alleged issue began in (B)(6) 2012 (unknown time). The patient's mother reported unspecified blood glucose readings with the subject meter and the calibrated lab, performed less than 10 minutes; however, the time difference between the reported readings are not specified. The patient's testing frequency is not known; however the patient's mother informed the cca that the patient manages her diabetes with an insulin pump. At the time the alleged issue began, is not known what action the patient took regarding her diabetes regimen. Per the cca documentation, the patient's mother claimed that the patient had a hypoglycemic seizure 3 weeks prior to the start of the alleged high reading and experienced the same symptom 3 months later. Prior to the onset of the alleged symptom, it is not known what the result was with the subject meter and what action the patient took in response to her reading. Due to the alleged symptom, the mother indicated she gave the patient glucagon and was admitted to the emergency room (ER) for assistance. At the time of the ER, the patient's mother stated the patient was tested by the ER/hospital meter with a result of 200 mg/dl something and was put on IV fluids. At the time of troubleshooting, the cca noted the test strips were in good condition, the subject meter's unit of measure was correct, an approved sample site was used, and the patient's process for testing was correct. The patient was able to perform a quality control solution test and the result fell within the specified range (110-147 mg/dl) on the vial of strips. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient's mother claims the patient obtained an inaccurate high reading on the subject mete and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. However, the patient did not return the test strips as requested. If the test strips are returned, lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.